Manufacturer narrative:
There is a plan to have the erbe equipment checked/evaluated at erbe USA. If any issues are found with the equipment that may be associated with the event, a follow up report will be provided. No anomalies were found in device history records (dhrs) of the involved devices. Most likely, there were many factors involved in the event. However, the patient's condition appears to have played a significant role in the incident. Specifically, upon the initial intervention work, the bleeding was resolved but bleeding again occurred within a week. Nevertheless, at this time, no determination could be made as to the cause of the incident. To further address the issue, additional in-service work at the account was done with the involved staff on 09/30/22. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that an erbe system, argon plasma coagulator (apc)/electrosurgical unit (esu/generator, model icc 200 e/a, part number (p/n) 10128-205, serial number (B)(4) system was involved in a patient incident upon a colonoscopy. An apc circumferential probe was used in the procedure. Argon plasma coagulation was applied to address an arteriovenous malformation (avm) in the cecum to stop intestinal bleeding. The equipment settings were 45 watts, 2 liters per minute. Upon activation, a secondary monitor blacked out for a second per a nurse. Nevertheless, per the physician, a satisfactory hemostasis was achieve; therefore, the patient was discharged from the medical center. However, six (6) days later he was admitted to a local hospital due to bleeding again at the treated site. Therefore, a partial colectomy was performed to address the issue.